Event description:
It was reported that the left ventricular lead was difficult to position during the implant procedure. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however, blood/body fluid was noted on all conductors (not obstructed) at the electrode end and the distal conductor (not obstructed) at the tip to ring spacer. The full lead was returned and analyzed.